Event description:
Reference number (B)(4). Event occured in the united states. The patient reported a single incident of a kinked infusion set cannula which led to high blood glucose level of 423 mg/dl. The customer addressed high bg by correction injection via multiple daily injection (mdi). The customer noticed symptoms within 3 or more hours after insertion.the infusion set had been in use for 12 hours. The site inserted was thigh . The customer regularly rotated site location. The customer confirmed that the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.